Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The customer reports that a nurse was stuck with a dirty needle. The safety shield was activated and upon disposal in a sharps container, the customer reports the shield retracted thus exposing the needle. The nurse did receive blood tests according to hosp protocol.